Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. An end user was admitted to the hospital due to severe chest pain, shortness of breath and was disoriented. Suffering from nasal congestion, headaches, hoarseness, cough, shortness of breath, dizziness, dry eyes, irritation of nasal area, legs are swelling and with skin lesion on face, fatigue and weakness. With kidney, liver, endocrine gland issues and is hypersensitive to cleaning products. Diagnosed with asthma by a pulmonary doctor and prescribed with arnuity ellipta. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused an end user was admitted to the hospital due to severe chest pain, shortness of breath and was disoriented. Suffering from nasal congestion, headaches, hoarseness, cough, shortness of breath, dizziness, dry eyes, irritation of nasal area, legs are swelling and with skin lesion on face, fatigue and weakness. With kidney, liver, endocrine gland issues and is hypersensitive to cleaning products. Diagnosed with asthma by a pulmonary doctor and prescribed with arnuity ellipta.. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.